Event description:
It was reported by the sales rep that "the intraclude (icf100) balloon wouldn¿t stay occlusive during the case and they had to keep adding volume to the balloon to try and stay arrested. The blue clamp lock device wasn¿t staying locked down on the catheter is what the physician thought so the catheter was migrating. They noted several little areas of kinking on the catheter." No adverse patient events

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
It was reported by the sales rep that "the intraclude balloon wouldn¿t stay occlusive during the case and they had to keep adding volume to the balloon to try and stay arrested. The blue clamp lock device wasn¿t staying locked down on the catheter is what the physician thought so the catheter was migrating. They noted several little areas of kinking on the catheter." No adverse patient events. Evaluation: the clamp-lock on the returned device was found to be locked on the 9.5 french shaft section of the device. The device was tested and the balloon was found to hold pressure with no leaking for over an hour. The eccentricity of the balloon was found to be acceptable. Multiple kinks were found. The complaint that the clamp would not lock could not be confirmed. The clamp lock held a force greater than required by edwards standards. The root cause of the clamp migrating is most likely from abnormal use by the customer. When returned, the clamp was lock on 9.5 french section of the catheter which is outside of the designed area for locking the clamp, which ends at 10.5 french. In addition, the kinking that the customer experienced was from the strain relief sliding over the shaft. It is likely that the blue clamp lock was locked on the 9fr section and the 10.5fr strain relief was bearing on the clamp lock causing the strain relief to slide over the shaft towards the hub creating "kinks". The trend for this complaint type is in control. There will be no pra or CAPA initiated at this time. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.